Manufacturer narrative:
(B)(4). Analysis of the ins, model 3058, found no significant anomalies. The ins passed functional testing including impedance testing in saline. No anomalies were found except that the set screw was backed out too far.

Event description:
A manufacturer representative reported an implantable neurostimulator (ins) was explanted on (B)(6) 2016 after it failed to provide stimulation to the lead. On (B)(6) 2016 a health care professional (hcp) had explanted an old lead by disconnecting it from the ins and then reconnected the ins to the newly inserted lead. Prior to implant, the hcp did use a brush to clean the connection point. An impedance check was done prior to leaving theatre and the lead and battery appeared to be in working order; however, the next morning ((B)(6) 2016), when the representative went to turn the ins on and setup programs, adequate stimulation was not found. An impedance check showed that all combinations of the lead were greater than 4000 ohms. Additional information received from the representative reported that an x-ray showed no lead fractures and the lead appeared in place and connected to the ins. Once in theatre, the hcp requested a j-hook to test the lead, which showed the lead was working with both bellows and a toe response on all 4 electrodes. A new ins was then implanted and an impedance check showed all electrodes were in normal range. The issue was resolved after ins replacement; the next morning when the representative reviewed the consumer, the device was working well. Unknown if there was any potential cause. The consumer was discharged and now had restored bladder function. Additional information received from the representative reported the lead was not replaced only the ins, as requested by the surgeon as he thought the old ins was not working correctly as it was not providing any stimulation.